Event description:
It was reported that a small volume folfusor under infused. It was further reported, the device stopped flowing after approximately 50% had infused. The folfusor was "left connected for a day in hanging position but it was not emptied under gravity". The event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.